Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensed noise which caused pacing inhibition and an inappropriate shock. No asystole had been observed and therapy was not exhausted due to the inappropriate shock. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.